Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated low blood glucose events after a supply change, with lows acknowledged by device alerts and corrected using oral glucose and temporary suspension of insulin. Symptoms included hypoglycemia. Outcomes included no medical intervention and no need for assistance. Investigation included review of user reports and consultation with training staff for potential setting adjustments or a factory reset. Investigation of this case revealed an unclear cause of hypoglycemia, with no confirmed device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.